Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs in 2009 alleging an apply sample message on her one touch ultramini meter. The patient mentioned that on the morning of three days prior to contact lifescan at 8:30 am, the patient obtained the apply sample message. Since the patient was unable to obtain a result, she went ahead skipped her dosage of prandin 2mg. The following day at 1 pm, the patient began to sweat and trembled. The patient did not seek any medical attention or contact her physician for assistance. The technique of applying blood on the test strip was correct. The customer care advocate (cca) assisted the patient in retesting and using the proper technique and the issue was not resolved. Products were replaced. The complaint is being reported because the patient alleged that due to the apply sample message, she skipped her oral medication and later developed symptoms suggestive of hypoglycemia.